Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Additionally, the trauma led to swelling and a wound at the implant side. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a trauma to the left side of the head on (B)(6) 2023. Swelling and a wound were also seen at the implant site. The hearing performance with the device was affected and affected channels were noticed. The user was re-implanted.

Event description:
The user had a blow to her head and injured her left ear at the end of august 2022. Swelling and a wound were also seen on the implant side. The hearing performance with the device was affected and affected channels were noticed. Re-implantation surgery was scheduled, however the surgery had to be canceled due to the user's health.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Additionally, the trauma led to swelling and a wound at the implant side. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a blow to her head and injured her left ear at the end of august 2022. Swelling and a wound were also seen on the implant side. The hearing performance with the device is affected and affected channels were noticed. The user was observed for one month, but no improvements were reported therefore re-implantation is considered.